Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported that during the surgery of repair of the anterior talofibular ligament, when knocked the shaft, the anchor was broken off. Changed another one, event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the surgery of repair of the anterior talofibular ligament, when knocked the shaft, the anchor was broken off. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, visual observation reveals that the anchor is off the inserter but held in place by the suture. Also, the anchor was cracked on the proximal middle and distal portion. There are blood residues in both devices. The photo provide evidence of the failure reported into device, therefore the complaint reported can be confirmed. The possible root cause can be related with off -axis insertion, levering during insertion or excess tension applied on sutures which caused damage on the anchor during the use. The damage in the anchor which could¿ve caused the anchor to fall off the inserter. Hands on analysis should provide more evidence to be able to discern a root cause. A manufacturing record evaluation was performed for the finished device [6l10200] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.